Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the unknown procedure faradrive steerable sheath clear was selected for use. It has been mentioned after completing the procedure, blood was leaking from the hemostasis valve when the catheter was removed from the sheath. A few drops of blood leaking were observed. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the unknown procedure faradrive steerable sheath clear was selected for use. It has been mentioned after completing the procedure, blood was leaking from the hemostasis valve when the catheter was removed from the sheath. A few drops of blood leaking were observed. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned.